Manufacturer narrative:
(B)(6). Complaint conclusion: it was reported that a 6/7f mynxace vascular closure device was used at the femoral artery after an exploratory surgery was performed. The patient returned on (B)(6) 2017 with drainage at the groin incision. The product is not available for return. A culture was performed and the patient was treated with antibiotics. Some ¿necrotic fat¿ was removed from the incision site. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department.   Without the return of the device for analysis, the reported event could not be confirmed.  Per the instructions for use ¿drainage of abscess (infection)¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device.   Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that a 6/7f mynxace vascular closure device was used at the femoral artery after an exploratory surgery was performed. The patient returned on (B)(6) 2017 with drainage at the groin incision. The product is not available for return. A culture was performed and the patient was treated with antibiotics. Some ¿necrotic fat¿ was removed from the incision site.